Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient presented with high lead impedance during pre-op and their surgery was rescheduled for another day. The patient underwent a full revision surgery. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.

Event description:
The explanted generator and lead were received but product analysis is still pending.

Event description:
Product analysis was completed on the returned generator and lead. Generator analysis was completed and approved. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. Lead analysis was completed and approved. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure.